Event description:
Issues, such as irritation/hematoma, were reported on (B) (6) 2009, but the details provided are unclear and, in some cases, contradictory. Clarification and additional information has been requested.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The details provided were not clear. Additional information and clarification of facts has been requested. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.